Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient's group home nurses called stating that the patient was seizing a lot. It was indicated that the patient was recently implanted on (B)(6) 2016 and the device was turned on post-operatively. Follow-up showed that the patient's neurologist was not aware of the seizures, so the relationship to vns is not known.